Manufacturer narrative:
The patient¿s meter has been returned on 3/26/2015 and evaluated by lifescan product analysis on 3/30/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultraping meter had a display issue ¿ when the patient inserts a strip the screen goes black and grey making it unreadable. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged display issue first occurred on ¿(B)(6) 2015, 12:00pm¿. The patient manages their diabetes with an insulin pump and reported increasing her dose of novolog as a result of the product issues. On ¿(B)(6) 2015¿ at an unspecified time after the product issues began the patient reported developing symptoms of ¿frequent urination, dizziness, and headache¿. On the same day, at an unspecified time the patient reported self-treatment with ¿insulin¿. The patient also stated they obtained results of ¿numbers in the 200¿s on a onetouch ultra mini¿ throughout that day. At the time of troubleshooting the cca noted that there was no misuse of the product and it was not the first time the meter was being used. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. Additionally this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.